Event description:
It was reported that a microclave¿ connector generated a leak during patient use. The reporter stated, ¿leaking¿. It was also mentioned that the event was not detected before patient use and that the event occurred during infusion. Furthermore, it was also mentioned that there was no serious injury/death, no blood loss, no unprotected chemo exposure, no delay in therapy, no adverse operator consequences, and no medical/surgical intervention required. The device was changed out/replaced with no further problems encountered. The device was in use for less than 2 hours. There was no patient harm reported. This is report 12 of 15.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.